Event description:
Procedure type: gastrectomy. According to the reporter: suture separates from needle. The needle remained in the instrument, so it was not lost in the cavity. The suture simply popped off the needle.

Manufacturer narrative:
(B)(4).